Event description:
Pt was admitted in 2002 for a perforated bowel s/p colectomy. Two weeks later, during a suction procedure pt desaturated and a bradycardiac episode occurred. Pt was disconnected from the ventilator circuit by the rcp and manual ventilation was attempted with an ambu bag to endo tube. Manual ventilation was not successful. A 2nd rcp confirmed and the et tube was removed and the pt reintubated with a new et tube. Manual ventilation was successful, however, the pt expired. Further inspection revealed the cuff portion of the tube had a yellow plug of secretions which occluded the tube.